Event description:
It was reported that the pacemaker's battery longevity decreased from seven years remaining to two and a half years remaining within one year time frame. Another follow-up was scheduled for the patient and if the battery longevity continues to decrease a replacement procedure will be scheduled for suspected premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.